Event description:
It was reported that the patient experienced hyperglycemia due to damaged infusion set on (B)(6) 2026 with levels remaining elevated for one to two hours and the patient got treated with basal.

Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.